Manufacturer narrative:
The manufacturer is aware of similar complaints for this device. Previous investigations show leakage was observed from the de-airing port. The port as evaluated under an optical microscope and wide pores were observed to be localized in the membrane body. An internal process ((B)(4)) to investigate the root-cause and implement the appropriate corrective action for the observed deficiency has been initiated.

Event description:
It was reported that during use, leakage was noted at the de-airing membrane of the device. The device was replaced. No reported patient effect. (B)(4).